Manufacturer narrative:
Literature article citation: lee et al. A comparative study between thoracoscopic surgery and posterior surgery using all-pedicle-screw constructs in the treatment of adolescent idiopathic scoliosis. J spinal disorders ((2013) volume 26, number 6, pp 325-333). (B)(4): the device was not returned for evaluation however films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Sixty-five patients with lenke type-1 ais were included and followed up for a minimum of 24 months. Forty-two patients underwent thoracoscopic surgery (thoracoscopic group) and 23 patients underwent posterior surgery (posterior group). Radiographic outcomes, including the correction rate and loss of correction, perioperative morbidities, and complications, were compared. It was reported that the patient underwent a posterior surgical procedure. It was found that the patient had a setscrew become disen gaged 3 months post-op. Loss of correction rarely progressed therefore no revision surgery was performed. No additional information was reported.

Manufacturer narrative:
Films supplied for review show two set screws which backed out and disengaged leaving the rod to spring free of the screws and some of the scoliosis to recur.